Manufacturer narrative:
(B)(4) method: the complaint rt266 infant dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare in new zealand and was visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuit. The pressure test also revealed that the breathing circuit was within specification. Conclusion: there was no fault found with the returned device. The leak the customer experienced is most likely due to the feedset not being connected to a waterbag. Customer further reported that the water feedset spike was not connected to the waterbag. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor on behalf of a healthcare facility in japan reported that an rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation to determine if f&p's product caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported that an rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.